Event description:
Boston scientific received information regarding this patient not feeling well with heart rates in the 40 bpm range. A device check confirmed right ventricular lead impedance measurements were > 2500 ohms in bipolar configuration. As a result, the lead switched to a unipolar configuration which produced normal impedances. The lead was further tested in unipolar and normal thresholds were noted. Stored electrograms from (B)(6) 2013 showed noise on the lead. Around the time the last noise episode was stored, the patient stated they were playing video poker and was eating out at a restaurant and later that evening felt poorly. The device was oversensing the noise and the patient had pauses in pacing for greater than two seconds. The episodes from (B)(6) occurred between 11:20 am to 6:30 pm; on and off. No other adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.